Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: b5.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an alarm and gas loss. The unit was replaced after the alarm. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
H10: a getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse arrived onsite and attached the trainer and balloon to the unit to initially test the autofill and performance or the unit. The unit filled correctly and started therapy with no issues. Then, the fse let the unit run for 15 minutes with no issues. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had an alarm and gas loss. .there was no patient harm.